Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump had a display issue. The reporter claimed that there was fluid/moisture behind the pump's display. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The patient indicated that patient was swimming earlier that day and the pump stopped working. The reporter claimed that the pumps¿ screen was stuck at the animas logo and was beeping. The reporter treated the patient with 10 units of insulin via an insulin pump. At that time, the patient's blood glucose (bg) level was at 500 mg/dl. He had increased urination but was negative for ketones. It is unknown how much time passed between when the alleged issue began and when the patient's bg level reached "500 mg/dl." It is also unknown if the patient was aware of the alleged issue before his bg level reached "500 mg/dl." With the correction ,the patient's bg decreased to "185 mg/dl." The reporter denied that there were any visible holes or tears on the pump's buttons. The alleged issue was not resolved with troubleshooting. The reporter was going to recontact animas the following day to discuss upgrade options. The subject pump was out of warranty. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump stopped working and the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: due to continued use of the device, the pump information from date of the complaint has been overwritten. A review of recent pump basal and total daily dose history showed the basal delivery to be accurate based on the user's programmed settings. No visible evidence of moisture was observed. The leak test passed with no leaks detected. There was no physical damage/cracks found to the pump casing. The original complaint could not be duplicated or confirmed. The pump was opened and there was no evidence of moisture found internally. The pump was exercised for 24 hours at 2.0u units/hour and the pump history showed the correct amount delivered. The flow accuracy test was completed with no delivery defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.